Manufacturer narrative:
B3-date of event s estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported patient had pocket revision on (B)(6) 2024 due to pocket incision not fully closing. Physician repositioned the battery and altered the pocket no product was explanted or added. Therapy was restored post op.